Event description:
It was reported, fluid (fluorouracil) leakage in the area of the connection valves used, spinning spiro, check valve (=k zero adapter) in connection with the elastomeric pump. This has at least the following negative effects: unclear amount of actually infused cytostatic drugs. Skin irritation due to leaking cytostatic drugs. Stressful situation for the patient (psychological component). Endangering third parties through the uncontrolled release of cytostatic drugs. Port needle has been removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a powerloc max stylet safety infusion set. The portion of the device visible in the photograph included the needle housing and a portion of extension tubing. The device was being used to access an indwelling port and a clear dressing was fixed over the needle housing. Opaque material was visible beneath the dressing. The material under the dressing suggested that leakage likely occurred; however, it could not be determined if the leakage was from the needle housing, tubing or backflow from the insertion site. Neither the precise nature of the leak, nor the root cause could be determined from examination of the provided photograph.